Manufacturer narrative:
The device is not available for evaluation, however, a device history review will be performed.

Event description:
The event occurred on an unspecified date and involved a spinning spiros®, closed male luer. The customer reported that a patient had chemotherapy medication (unspecified) infusing and was sleeping and when he turned in the bed, his elbow landed on top of the spiros causing it to shatter. The patient received a cut and was bleeding from the spiros when it shattered. The chemo leaked onto the bed and floor. The product was placed in the cytotoxic bin after the incident. There was patient involvement, but no medical intervention was reported.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.